Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the contact.information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post implant a laparoscopic adjustable gastric band procedure, the patient present to the emergency room with abdominal pain. A CT scan was done and the tubing was disconnected from the port. The port was replaced on (B)(6) 2010. During port replacement, it was noticed that the strain relief and band tubing has sheared. The were no patient complications.